Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product. If implanted, give date: (B)(6) 2012. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a coronary artery stenting treatment procedure, stent fracture was noted and the patient had chest pain. In (B)(6) 2012, the index procedure was performed. The target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (mid rca) with 90% stenosis. The physician treated the lesion with pre-dilation and placement of a 2.50x16mm promus element plus stent, with 0% residual stenosis following post-dilation. In (B)(6) 2013, the patient presented with chest pain. Angiogram revealed that the stent was potentially fractured on the distal segment. A 2.5x18mm non-bsc drug-eluting stent was placed over the fractured stent. The procedure was completed with no issues. No further patient complications were reported and the patient status is fine.